Event description:
It was reported that the 9800 system does not boot up properly (slow to come up to the image) and then a "malfunction default" is presented. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. Reseated monitor cart pcbs, inspected lemo receptacle and interconnect cable, erased nodes and reloaded cal files. Unable to duplicate the reported issue. The system was found to be working as intended and placed back into service.